Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unspecified natural causes. No further information is available at this time.

Manufacturer narrative:
The previously reported device manufacturing date 3/4/2008 was incorrect. The correct device manufacturing date is 3/5/2008.

Manufacturer narrative:
Analysis was normal. No anomalies were found.